Event description:
It was reported the external pulse generator (epg) fell from a bed, and it suffered extensive case damage and no longer turns on. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement. It was reported the external pulse generator (epg) fell from a bed, and it suffered extensive case damage and no longer turns on. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4): analysis could not confirm the reported event that the device would not power up. Analysis did confirm that the upper and lower case halves were broken. It was also noted that there was no ventricular output, the main printed circuit board was out of specification, the battery release, knobs, ring cover, and lead flex cover were contaminated, one bail cover was broken, one bail cover was missing, one case screw was missing, the battery contacts were compressed, both bails were missing, the ring was bent, and the battery drawer was broken and contaminated.

Event description:
It was reported the external pulse generator (epg) fell from a bed, and it suffered extensive case damage and no longer turns on. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event that the device would not power up. Analysis did confirm that the upper and lower case halves were broken. It was also noted that there was no ventricular output, the main printed circuit board was out of specification, the battery release, knobs, ring cover, and lead flex cover were contaminated, one bail cover was broken, one bail cover was missing, one case screw was missing, the battery contacts were compressed, both bails were missing, the ring was bent, and the battery drawer was broken and contaminated.